Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator's pressure delivery was found to be high. The device was recalibrated to address the issue.